Manufacturer narrative:
The device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 175 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the insulin pump lost settings when changing out batteries and insulin pump had problems reading new batteries. Customer stated that the backlight not working properly and buttons were nonresponsive. Customer stated that the rewind seems slower and scratches on screen and customer experiencing no delivery alarms without explanation. The device will be returned for analysis.